Manufacturer narrative:
Sensor 3mh0056em3d has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Therefore, the issue is is not confirmed to use due to the sensor plug not properly seated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "check sensor" message the same day of application and was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, anguish, chills, and a loss of consciousness. Customer was unable to self-treat and was treated with an orange by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer reported receiving a "check sensor" message the same day of application and was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, anguish, chills, and a loss of consciousness. Customer was unable to self-treat and was treated with an orange by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.